Manufacturer narrative:
The device did not return for evaluation. As stated in b5, the issue found was due to missing step in reprocessing. Customer has not been utilizing the olympus brush for cleaning. Ess ( endoscopy support specialist ) explained, discussed with the customer/facility staff the required cleaning accessories including a suction cleaning brush bw15-sh. Customer stated facility has not been utilizing the brush as a result of absence of the brush at the facility. Ess informed customer may contact their olympus sales representative to order cleaning brushes. Ess performed the in-service and all the facility scope models (bf-3c160 and enf-xp ) were reviewed during the in-service . Additionally, all models were reviewed during the in-service listed in the products section of the users¿ manuals. In-service visit includes the cleaning and disinfecting information of scopes. In-service included bedside pre-cleaning, leak testing, manual cleaning and storage of the scope. Provided supporting documentation and wall charts. Ess recommended that the customer follow all olympus reprocessing procedures as documented in the reprocessing manual, explained the importance of each which was acknowledged by all staff in attendance. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Ess (endoscopy support specialists) during in service to the user facility performed observation and determined missing step in scope reprocessing. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the reported device problem. A review of the device history record found no deviations that could have caused or contributed to the reported device problem. The investigation did not establish a definitive root cause for the reported device issue. However, it was probable that the problem occurred due to a lack of understanding regarding the device handling/reprocessing instructions specified in the instructions for use (IFU). The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: ¿1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ olympus will continue to monitor field performance for this device.